Event description:
I developed endometriosis after having the essure implanted in 2011 and had to have a hysterectomy in 2012. Continued to have pelvic pain, digestive issues, back pain, fatigue and went back to have ovaries and more endometriosis removed in 2014. Since I continue to have bloating, weight gain, pelvic pain, pelvic infections, mood issues, headaches, digestive issues, food intolerance, back pain, speech problems, fatigue, sleep issues, concentration problems and more that are documented in my medical record.